Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking from the cartridge chemistry (cc) sample probe of the unicel dxc 600i synchron access clinical system while the instrument was processing samples and also when the probe was at the home position. Customer reported that they suspected that the upward shift in quality control (qc) for enzymes could be related to the leak. Customer reported that amylase amy7 was the most affected. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed cc sample probe height alignments. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).